Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. The physician reported a thrombus embolization post-ivl procedure. The thrombus was then treated and stented. The patient did not have a prolonged hospital stay. The physician mentioned that the patient was properly heparinized. However, she reported that she did not wait until activated clotting time (act) was over 250. The physician stated that for pci, she feels comfortable proceeding if the act is around 220.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the thrombus embolization could not be determined based on the information available. There was no report of any device malfunction. The lot code of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.